Event description:
It was reported that during the procedure, an 8.0x29x135 otw omnilink elite peripheral stent system was advanced into a non-abbott 7-fr introducer sheath and toward a heavily calcified lesion in the heavily tortuous right iliac artery, however, the otw omnilink elite was unable to cross the lesion. While pulling the omnilink elite system back into the introducer sheath, resistance was felt between the omnilink elite system and the sheath, moderate force was applied, and the stent dislodged inside of the humeral artery. As the stent was unable to be retrieved via snare, the dislodged stent was crushed against the humeral artery wall via deployment of non-abbott stent. The procedure was then aborted and will be rescheduled to treat the target lesion within a week. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the omnilink elite peripheral stent system instructions for use (IFU) states: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. If possible, retain the guide wire position for subsequent vessel access. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components. Based on the reviewed information, no product deficiency was identified.